Event description:
We purchased the gult cadd epidural cassette from smiths medical for filling epidural medications in our hospital. This is the second cassette that we have found a filament that appears to be a hair located in between the wall of the cassette and the medication refill bag. This has been reported both to medwatch and smiths medical. Smiths medical is the company that we purchased this cassette from. I am still waiting a week later to hear from them.